Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 531 mg/dl, and that her blood glucose went as high as 591 mg/dl. The patient experienced nausea, thirst, and fatigue, and she treated via insulin pen injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula appeared slanted. She changes her infusion set every five days, which is not within the recommended guidelines. The insulin pump was not returned for analysis.